Manufacturer narrative:
H6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned evos fixed handles confirm the tip of the device is broken off. The broken piece was not returned with the device. This instrument was manufactured in 2018. This device shows significant signs of wear/usage. A medical investigation was conducted and confirms per complaint details, the evos sm 2.5mm handle linear hex dr instrument broke inside of the patient. However, per subsequent e-mail it was reported the broken driver piece fell onto the ground outside of the patient and did not affect the patient in anyway. It was reported the procedure completed with a smith and nephew backup device. Since there was no alleged harm to the patient or surgical delay reported, no further clinical/medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unspecified procedure the hex end of the evos sm 2.5mm fixed handle linear hex dr broke off the tip when tightening screws. Instruments inside patient. Procedure finished with s7n backup device. No surgical delay reported due this event.